Manufacturer narrative:
Information was received via published literature. (B)(4). Other device used: unknown coonrad/morrey ulnar stem assembly. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24095596. Operative notes were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the product are unknown. The device history records could not be reviewed. The complaint history for these products could not be reviewed. It could not be confirmed if the devices are an approved and compatible combination. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Tt is highly unlikely that the device caused any patient infection. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It has been reported that infection was identified in 1 case.